Manufacturer narrative:
Date of event: (B)(6) 2020. Date of the report: 29sep2020.

Event description:
The customer called into technical support (ts) reporting that the v60 will not turn on or off using the power switch. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4: 14jan2021. B4: 16jan2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03455 was submitted. All information are submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.